Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a "no disposable, pump won't run" alarm occurred to a smiths medical cadd-legacy® plus pump. The alarm then switched to a "no disposable, pump won't run" alarm. The alarm was unable to be cancelled and taken out of service. There were no reported adverse effects.